Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Vessel morphology was reported as the neck had a mild angulation change; mild calcification; ~10 degrees of angulation currently; neck diameter of 22 mm-23 mm below the renals. The device was stable at 15 mm below the renals. It was reported that a type ia endoleak and a possible type iii leak was identified with no migration as the device may have been placed 3 mm below renals. An angio showed there was 5-10 mm of room so the physician placed a 28mm cuff. There was a stent fracture at the flow divider of the bifurcated stent graft, possibly in two places. The physician decided to not intervene with the fracture and stated that there was no type iii leak. The leak seemed to be resolved on the angiogram. No additional clinical sequelae were reported, and the patient is fine. A review of several still angiogram images was inconclusive. A possible type iii endoleak was observed near the flow divider. A possible fracture(s) and/or suture pull was also seen on bifurcated ring 3. No obvious kinks were observed; however this analysis was limited to 2d.

Manufacturer narrative:
Evaluation method: (film evaluation) evaluation results: inherent risk of procedure (endoleak, stent fractures). (Unknown cause of event). Evaluation conclusions: (unknown cause of event).